Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6 health effect ( clinical code, impact code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, ¿it was reported that on (B)(6) 2024 the poly liner did not seat correctly. Soft tissue circumferentially around the cup was removed and then the liner was inserted. It sat slightly proud but was engaged. The surgeon was not satisfied and removed it with an osteotome. The surgeon did not feel screw was proud but was willing to try anything. A screw was removed and a new liner was inserted. This one sat appropriately. Doi: unknown dor: (B)(6) 2024 / affected side: left hip.¿ the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that altrx neut 36idx54od has six (6) anti-rotation device (ard) tabs deformed. Additionally, a hole was found on the rim, the observed condition of the liner is most likely due to the reported disassembling attempts. A dimensional inspection of the outer and bottom diameter was performed and met specifications. No defects that could have contributed to the reported event were observed. Functional testing was not performed since the involved acetabular cup was not returned for evaluation. The pinnacle® hip solutions surgical technique (dsusjrc04140026 / rev 3 ) was reviewed, following statements regarding the polyethylene liner insertion and impaction were found: prior to inserting the final acetabular liner, thoroughly irrigate and clean the shell. It is important to check the shell/liner locking groove for debris. Remove all soft tissue from the face of the shell so as not to impede liner seating while also ensuring all screws (if used) are seated flush. Seat the liner using the inner diameter (ID) liner impactor that corresponds to the selected implant. Because the locking mechanism is tapered, it is important to impact the liner on-axis into the shell with multiple medium blows. Impacting the liner in a tilted position may prevent complete seating. Seating is visually confirmed when the liner ards are flush with the face of the acetabular shell; however, the liner face will remain proud in relation to the shell face by approximately 1 mm for a neutral liner to 4 mm for a lateralized liner. A manufacturing record evaluation was performed for the finished device [122136054 / j3977p] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The overall complaint was not confirmed as the observed condition of the altrx neut 36idx54od would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device [122136054 / j3977p] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024 the poly liner did not seat correctly. Soft tissue circumferentially around the cup was removed and then the liner was inserted. It sat slightly proud but was engaged. The surgeon was not satisfied and removed it with an osteotome. A screw was removed and a new liner was inserted. Doi: unknown , dor: on (B)(6) 2024, affected side: left hip.

Event description:
Additional information received: was there any surgical delay related to the event? If yes, what is the duration of the delay? Yes, about 10 minutes. Was there any patient consequence related to the event? Surgery was prolonged.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: b5 and d6a. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.